Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage (B)(4) (r814622901). It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During the procedure, after pre-implant dilation, the patient developed left bundle branch block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 9.84mm. No treatment was provided/required. The patient did not have a prolonged hospital stay. No additional information was provided.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a previous conduction disturbance, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the final implant depth was 9.84 mm from the non-coronary cusp, which is deeper than the optimal 3mm. Additionally, it was noted that the heart block developed after pre-implant dilatation. Based on the available information, the root cause of the reported event appears to be related to procedural conditions (related to pre-implant dilatation). There is no indication of a product quality issue with regards to manufacture, design, or labeling.